Manufacturer narrative:
On april 27, 2020, the product investigation was completed. Device investigation summary: during visual evaluation a tear was observed on the posterior view, measuring approximately 0.7 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 9383065 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor ce med hgt te w/sut tabs tissue expander has leaked during breast reconstruction surgery on (B)(6) 2020. As a result, the tissue expander was removed during the same surgery. There was no report of adverse event or any patient consequence.